Event description:
Additional information was received that the patient was brought in for evaluation in which the lead was removed from the header and tested. The lead displayed normal measurements and the lead was placed back into the device. No further observations were found. No adverse patient effects were reported.

Event description:
Boston scientific received information that one day post implant the local field representative performed a device evaluation, during which, out of range impedance measurements greater than 2000 ohms, increased pacing thresholds, and increased r-wave measurements were observed. No immediate information was available. A request for additional information was sent.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Manufacturer narrative:
The device and lead remain implanted with no change. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.